Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was end of life (eol), with a battery voltage of 2.16 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned for disposal. There were no allegations against the device's longevity or functionality. There were no adverse patient effects reported.